Event description:
It was reported that the nurse was unable to pass a suction catheter through the et tube. The tube was removed and it was observed that the tube had bent at the black line found above the cuff, thus occluding the airway.